Event description:
The doctor was performing a percutaneous femoral venous cannulation using the biomedicus cannula. The cannula was inserted from the left femoral vein because they were using a thoracotomy incision to access the mitral valve. The doctor was uncertain of whether he used the guidewire included in the kit, or if it was a different one. The doctor said that the guidewire was in the correct position as confirmed by transesophageal echocardiography. The doctor said that it took two hands and the hand of the nurse to insert the device over the guidewire and to keep the obturator from sliding back. An epigastric vein of the pt tore. The pt died.